Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin allergic reaction. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down/smartphone: lockdown. Omnipod 5 software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that after approximately one day of pod wear on the abdomen, she experienced itchiness, redness, and pain at the infusion site. Upon removing the pod, she observed that the skin was red, swollen, itchy, painful, and appeared infected. The patient discontinued pod use for approximately ten days and used insulin pens during this period before resuming omnipod therapy. On (B)(6) 2025, the patient was evaluated by a dermatologist who diagnosed an allergic reaction to the adhesive. The healthcare provider did not treat the site during the visit but prescribed betagalen lotion (topical corticosteroid). The patient did not retain the pod; lot information was unavailable. No changes in blood glucose levels were reported as a result of the event.